Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that they went to setup for the morning case, primed the circuit, and put the air sensor on the 3/8-inch tubing. The user kept detecting air and was beeping based on the responses they had programmed onto the unit. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt.